Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was clogged. The following information was provided by the initial reporter: description of event(s) will not prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-dec-2022 . H6: investigation summary three samples for model # mx4436 were returned from the customer. It was reported by customer that "will not prime". Prior to functional testing the sets were visually examined and no defects or abnormalities were found. Testing was performed in all of the samples by attempting to prime the set using a saline bag. Two sets were unable to prime . For the sets that were unable to prime, each y-site in the tubing set was attempted to be flushed by using 10 ml bd syringe with water. The y-sites were able to be flushed successfully. For further testing each smart site was cut down turn by turn but no flow was observed. Then the tube between the blue check valve and drip chamber was cut and liquid started flowing easily. The distal end of the blue check valve was examine under magnification and no excess solvent observed in it. The customer complaint could be replicated. The manufacturing team was notified and a production process review will be performed . A device history record review for model mx4436 and lot number 22085391 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The possible root cause of this complaint failure mode is not evident, therefore a production process review with unknown root cause will be carried out to identify any opportunity.

Event description:
It was reported that 3 bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was clogged. The following information was provided by the initial reporter: description of event(s) will not prime.